Event description:
Patient reported ¿rupture¿. The events of "intracapsular rupture with seroma and inflammatory change of implant within right mastectomy site". Later healthcare professional reported ¿replacement due to rupture¿ and "breast cancer, rt" and "patient implemented breast reconstruction with device due to right side disease". This record is for right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.